Manufacturer narrative:
Concomitant medical products: etew2424c82e stent graft; etlw1620c124e stent graft; etbf3220c166e stent graft, implanted: (B)(6) 2012; 5092-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to get any green lights on the telemetry portion during a manual transmission. Troubleshooting was attempted to no avail. The patient was referred to their clinic for follow up to rule out any telemetry issues with the implantable pulse generator (ipg). Follow up investigation indicated that the clinic has not seen the patient since the event occurred. The remote monitor and device remain in use. No patient complications have been reported as a result of this event.